Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the left device. The device was explanted.

Event description:
Healthcare professional reported, rupture of the left device. The device was explanted.

Manufacturer narrative:
Photo device analysis: visual analysis of the photographs identified, material rupture and failure of implant. Observed, an opening the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided.